Manufacturer narrative:
This is one of four products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2021-02173, 3004939290-2021-02174, and 3004939290-2021-02175. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inner white plastic of unknown mynxgrip vascular closure device (vcd) would not separate from the black outer plastic during use. There was no reported patient injury. The device will not be returned for analysis

Manufacturer narrative:
As reported, the inner white plastic of unknown mynxgrip vascular closure device (vcd) would not separate from the black outer plastic during use. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿failure to deploy -advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds¿. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.